Manufacturer narrative:
The customer was contacted for the return of suspect device. The device has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a 66-year-old male patient, the device was unable to pace. Complainant indicated that the patient subsequently expired, however it was not a result of the reported malfunction.